Event description:
Customer uses product to hold insulin infusion set, places iv3000 on skin, inserts needle through dressing, then places infusion set over dressing. Dressing came off when exposed to moisture and infusion set dislodged.